Event description:
Member is experiencing pain in her left knee due to meniscus tear, but she had surgery (B)(6). But said she has arthritis in her left knee and did get some relief after her injections in (B)(6) 2018, however the pain has resumed as of (B)(6) 2018. Strength: 25mg/ml-milligrams per millilitres. Therapy start date: (B)(6) 2018. Diagnosis or reason for use: osteoarthritis.